Event description:
It was reported that the transducer interrupted the patient's imaging with a usaquistionhw_40_0 error message immediately upon initialization. The reported phenomenon occurred prior to inserting the probe into the patient for a coronary artery bypass graft (CABG) procedure. The probe was replaced to continue and repeat the scanning because there was loss of data. There was a delay of 20 minutes while the replacement probe was obtained. Reportedly, the error message was constant and occurred every time the transducer was initialized. The CABG procedure was completed with no report of patient adverse event. No additional information was provided.

Manufacturer narrative:
Original submission narrative: this issue is under investigation. A follow-up report will be submitted when the investigation results are available. Follow-up narrative: this supplemental report is being submitted to update the follow-up type, update the event problem and evaluation codes, and update the investigation results. Investigation: the complaint of the z6ms acquisition error was investigated. The transducer was returned, and testing was performed. However, the reported issue could not be reproduced. The investigation results were inconclusive, and a root cause for the issue could not be identified. Note: the original emdr was submitted to the non-production environment. This report is to submit to the production environment. This emdr contains both the initial and fu#1.